Event description:
The generator replacement occurred. The explanted generator has not been received to date. No corrective action is required as no new cause or new harm has been established for patient or user.

Event description:
Per the clinical site, explanted devices are discarded after surgery. No additional relevant information has been received.

Manufacturer narrative:
B6. Describe event or problem - correction - system diagnostics prior to surgery provided..

Event description:
It was reported the patient's battery was at 8-15%. The patient was having an increase in seizures. Patient was referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.